Event description:
It was reported that during regular inspection, the cardiosave intra-aortic balloon pump (iabp) failed the all manifold tests, pim tests, membrane status.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) evaluated unit determined that the safety disk was defective and replaced the safety disk. The unit worked with no issue.

Manufacturer narrative:
The failure analysis and testing department received the following part associated with this complaint: pn: 0202-00-0140 rev j, sn: (B)(6) safety disk. This part was received with a reported unit failure message of safety disk fail testing. Performed visual inspection of this part received and part looks to be in good condition. Installed safety disk into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. Performed all manifold leak tests and failed membrane leak test. The failure analysis and testing dept. Verified the failure message of safety disk fail testing. Safety disk failed testing. Retaining safety disk in the fat dept. Per procedure 0002-07-d008 rev ar. However, per the cardiosave dfmea the possible causes are the following: component reliability or fatigue and excessive diaphram stress. (B)(6) 2024. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's replacement safety disk failed.